Event description:
It was reported that when the device was used during a wedge resection procedure, during the second firing the device didn't "feel right". After removing the jaws, the staple line was incomplete. Bleeding was controlled and a new device was used to complete the case. There was no reported pt consequence.